Event description:
It was reported that when attaching the pressure-resistant tube to the y-connector, the hub portion was stiff and difficult to fit, the devices could not be fully connected. The device was not used and a new one was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported physical resistance/sticking and loose or intermittent connection. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when attaching the pressure-resistant tube to the y-connector, the hub portion was stiff and difficult to fit, the devices could not be fully connected. The device was not used and a new one was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.